Manufacturer narrative:
(B)(4). Concomitant medical products- oxf uni tib tray sz b lm PMA , item 154720, lot 128990, therapy date - (B)(6) 2018, oxf twin-peg cmntd fem sm PMA , item 161468, lot 567310, therapy date -(B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01297 and 3002806535-2018-01298.

Event description:
Revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Unique identifier (UDI) number: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Left knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Left knee revision due to unknown reasons.